Event description:
The complainant reported, that a companion clearstar pump, list #55239 (abbott list #m771) runs, then beeps and f-04 shows up on the display. No pt info was reported. There was no report of serious injury or illness associated with the complaint. The testing and investigation results of 04/04/2007 were received and indicated that the motor was seized and an adapter bracket was broken. The complaint was confirmed. This event of motor seizing confirmed by laboratory evaluation and broken transducer adapter bracket is considered likely to result in a serious injury or illness should it recur.

Manufacturer narrative:
Failed functional tests due to constant f4 alarm in run position. Motor seized and broken adapter bracket. Broken transducer adapter bracket. Ross standard procedure includes attempting to obtain all required info from the source.